Event description:
It was reported that the patient's pump and catheter were replaced due to an infection, several months prior to report. Four days later, it was reported that the pump had "really helped to control her pain." The patient's symptoms were unknown, along with whether a culture was taken. The drug used in this system was unknown, though it was noted that there was no baclofen in the pump.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).